Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they don't think their device is functioning as well as it should, stating they have difficulty moving. They have called the healthcare provider (hcp) and awaiting return call. The patient confirms the issue has been almost since implant, (B)(6) 2020. It was recommended they discuss the implantable neurostimulator (ins) adjustments/recommendations with the hcp.